Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) on the right atrial (ra) lead. The patient was brought in and the pacemaker was reprogrammed back to bipolar and the lss was turned off. However, an alert was then triggered for another out of range impedance on the ra lead. A review of the device data also showed noise and inappropriate mode switches on the ra lead as well. At this time, the device remains in service and the patient was being monitored. The ra lead is a competitors product. No adverse patient effects were reported. Additional information was received which reported that this device was exhibiting frequent out of range ra impedances up to greater than 3000 ohms. The non boston scientific right ventricular (rv) lead also exhibited increased pacing impedances, and rv threshold measurements were also intermittently high. The patient was checked in the clinic and it was noted that there was an rv lss, then rv noise, oversensing, and pacing inhibition with pauses of two to three seconds. The patient had experienced syncope. The device was therefore reprogrammed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right atrial (ra) lead. The patient was brought in and the pacemaker was reprogrammed back to bipolar and the lead safety switch was turned off. However, a yellow alert then triggered for another out of range impedance on the ra lead. A review of the device data also showed noise and inappropriate mode switches on the ra lead as well. At this time, the device remains in service and the patient is being monitored. The ra lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) on the right atrial (ra) lead. The patient was brought in and the pacemaker was reprogrammed back to bipolar and the lss was turned off. However, an alert was then triggered for another out of range impedance on the ra lead. A review of the device data also showed noise and inappropriate mode switches on the ra lead as well. At this time, the device remains in service and the patient was being monitored. The ra lead is a competitors product. No adverse patient effects were reported. Additional information was received which reported that this device was exhibiting frequent out of range ra impedances up to greater than 3000 ohms. The non boston scientific right ventricular (rv) lead also exhibited increased pacing impedances, and rv threshold measurements were also intermittently high. The patient was checked in the clinic and it was noted that there was an rv lss, then rv noise, oversensing, and pacing inhibition with pauses of two to three seconds. The patient had experienced syncope. The device was therefore reprogrammed. No additional adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) on the right atrial (ra) lead. The patient was brought in and the pacemaker was reprogrammed back to bipolar and the lss was turned off. However, an alert was then triggered for another out of range impedance on the ra lead. A review of the device data also showed noise and inappropriate mode switches on the ra lead as well. At this time, the device remains in service and the patient was being monitored. The ra lead is a competitors product. No adverse patient effects were reported. Additional information was received which reported that this device was exhibiting frequent out of range ra impedances up to greater than 3000 ohms. The non boston scientific right ventricular (rv) lead also exhibited increased pacing impedances, and rv threshold measurements were also intermittently high. The patient was checked in the clinic and it was noted that there was an rv lss, then rv noise, oversensing, and pacing inhibition with pauses of two to three seconds. The patient had experienced syncope. The device was therefore reprogrammed. No additional adverse patient effects were reported. The device remains in service. Additional information was received detailing that the minute ventilation (mv) feature was turned on and two signal artifact monitoring (sam) episodes were recorded. It was advised to turn the mv feature back to off.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes. Additional information was added to the following fields: e1: initial reporter first name e1: initial reporter last name e2: health professional? E3: occupation. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.